Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures, including two mesh removal procedures in 2012. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesion, endometriosis and endocervicitis. (B)(4) .

Manufacturer narrative:
It was reported that the patient underwent bso, enterocele reduction and repair, posterior repair and augmentation of (B)(6) 2009 due to myomata uteri, enterocele, and rectocele. It was reported that the patient underwent mesh excision and cystoscopy on (B)(6) 2012 due to dyspareunia, pelvic pain, and mesh exposure.

Manufacturer narrative:
Date sent to FDA: 4/13/2017.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced urinary frequency, urgency and urinary retention.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced constant bleeding and debilitating pain and inability to sit, squat, lift or do anything strenuous. Patient also experienced painful sex and shooting pains from scar tissue. It was reported that the patient underwent mesh revision in (B)(6) 2012. It was reported that the patient underwent mesh removal in (B)(6) 2012 and (B)(6) 2012 due to bleeding and pain. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 7/3/2019. (B)(4). Additional narrative: it was reported that the patient underwent partial mesh excision on (B)(6) 2012 and another mesh excision on (B)(6) 2012. (B)(4) represents the adverse event which occurred on (B)(6) 2012. (B)(4) represents the adverse event which occurred on (B)(6) 2012.